Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed after a femoral angiogram pre-deployment shot was taken. The pt had already been hospitalized (pt condition unk). Five days later, the pt was taken to surgery because their leg was cold and was white in color. The pt had been complaining of pain (the day the pain started is unk), and the pain was increasing. The pt's leg was amputated. The reason as to why the leg needed to be amputated is unk. Approx 2 weeks later, the pt expired. The cause of death is unk. The date of death is month specific; the exact date was unk. Several attempts to gather additional information have been made; however, no additional information was provided.